Manufacturer narrative:
Additional manufacturer narrative: this event was determined to be reportable per edwards lifesciences procedures. The event was learned through implant patient registry. Through follow up with the health care provider (via fax), additional information and the operative report was received. The device history record (DHR) review was completed and there was no nonconformance found related to this event.

Event description:
It was reported that the device was explanted after an implant duration of approximately 119.8 months. Through follow-up with the surgeon, we received a copy of the narrative summary and operative report. Per the operative report, it was learned that the device was explanted due to the leaflets being "extensively calcified" causing "severe stenosis." Information learned from implant patient registry, follow-up with the surgeon, and the operative report. The device history record (DHR) review is in the process of being completed. Another attempt was made to obtain the device for evaluation, however, we were told that approval from legal is needed before it can be released.

Manufacturer narrative:
Device not returned.